Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch was replaced to resolve the issue. Customer contact reports no patient information is available. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction of the bag to vent switch resulting in inability to switch ventilation modes during a case. There was no patient injury.